Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. The device remains in service.the source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibiting pacng impedance measurements greater than 2000 ohms on the left ventricular (lv) channel and no capture at maximum device outputs. An x-ray was performed and the physician thought the lead had dislodged. There were not issues noted with the associated device. A revision procedure was performed and the lv lead was removed from service and replaced. No additional adverse patient effects were reported.